Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the connector or lcd isolation tape noted. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on display window and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's grandfather reports that insulin pump had receiving failed battery test, had a blank screen display, and had a hairline crack on battery compartment. Customer's blood glucose was 162 mg/dl. Troubleshooting was performed on physical damage since battery anomaly was resolved. Customer was advised that insulin pump would need to be replaced. No further information provided.